Manufacturer narrative:
The manufacturer previously submitted the complaint as serious injury, but after pms decision it was determined the alleged complaint has no value to be described as a serious or permanent harm or injury. In this report, box b and box h have updated and corrected.

Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient reported cough and it's become chronic, related to a CPAP device's sound abatement foam. The patient did receive medications and chest x-ray for the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient reported cough and it's become chronic, related to a CPAP device's sound abatement foam. The patient did receive medications and chest x-ray for the reported event. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got scrapped. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.